Event description:
It was reported that the pt arrived at the hospital at 0:05 with a myocardial infarction. The iab was prepared per instruction. The md inserted the sheath. As the md was advancing the iab through the sheath, the iab became stuck in the sheath. The md removed the sheath and iab as one unit. As a result, the md requested another iab. Refer to medwatch number 1219856-2007-00122 for the second event involving this pt.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.